Manufacturer narrative:
Use error: per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 245 mg/dl. The pump supplies were in use for more than 4 days with humalog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support. No additional patient information was available.